Event description:
Catheter placed in 2000. Leak was discovered and catheter was removed. The leak was determined to be sub-q inside the patient. There was leakage at the exit site. Nurse said no pt injury occurred due to the incident. Was not known if catheter was replaced with a new one or not.